Manufacturer narrative:
Additional information: section d information references the main component of the system. Other relevant device(s) are: endurant ii iliac stent graft; model etlw1624c156ee, serial number (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty during removal of the endurant ii delivery system was confirmed; however, the exact cause of the event could not be definitively determined due to the limited resolution and quality of the available videos. The patient¿s angulated neck and tortuous iliac anatomy were most likely contributing factors to the event. Complete angiograms showing the stent graft deployment, as well as higher-quality videos capturing the removal attempts, were not available, which limited the ability to perform a more comprehensive assessment of the event. Analysis of the returned films did not reveal any obvious stent graft integrity issues. The reported thrombosis, which led to pulmonary embolism and ultimately to the patient¿s death, could not be evaluated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: endurant ii limb; sn; unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine endovascular aortic repair procedure for an abdominal aortic aneurysm (78mm), the patient presented with hostile proximal neck anatomy characterized by suprarenal and infrarenal angulation of 69 degrees. It was noted that the physician assessed that the procedure could be performed without major issues despite the challenging anatomy. An endurant ii tube stent graft, ettf2828c70ee, was deployed first, followed by introduction of the endurant ii/iis stent graft esb f3214c103ee endur iis bif. After successfully deployment with no issues, the main body device became stuck on the suprarenal stents at the proximal neck and could not be advanced or withdrawn. Due to the severe proximal neck angulation, the physician tried rotating the main body while advancing and withdrawing but there was no movement still. An attempt was also made to create space by advancing a reliant balloon via the contralateral side and inflating it to facilitate removal of the main body but the device could not be retrieved. Multiple troubleshooting attempts were made, but the device could not be retrieved, and attempts to re-sheath the bare stent were unsuccessful due to a malfunction of the bare stent wheel mechanism, as the mechanism did not respond. The attempts at resheathing were made after extension to the left-side contralateral limb had been performed. Unsuccessful attempts were made by advancing the entire main body upward toward the bare stent portion and rotation of the back end thumb wheel. While the device remained engaged, dr. Lee suggested attempting to close the bare stent. Accordingly, the back-end thumb wheel was further rotated in an attempt to close the tip capture; however, the device did not respond and the mechanism failed to operate. Significant procedural difficulty was encountered, and the patient experienced intraoperative mortality (table death). After the patient experienced table death following the evar procedure and death was declared, the device, which remained within the patient, was removed by applying manual traction to disengage it from the area of angulation. The cause of the difficulty to remove event was attributed to the hostile proximal neck anatomy and device malfunction of the delivery system bare stent wheel mechanism. The infrarenal angulation was measured at 67 degrees and so outside the IFU but the physician was noted to have extensive experience managing cases with hostile proximal neck anatomy. The patient experienced abrupt hypotension during the evar procedure, and despite troubleshooting efforts, the condition rapidly deteriorated resulting in the patient's death. No excessive force was intentionally applied during the attempts to remove, and no vessel damage was identified. The physician also noted that no findings were observed to suggest a malfunction or defect in the stent graft. The physician determined that the direct cause of death was pulmonary embolism and was not directly related to the device. It was noted that thrombus formation occurred during the procedure, leading to migration into the pulmonary circulation. No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Additional information received: it was reported that a contralateral limb etlw1624c156ee was successfully implanted during the index procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.